Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler indicated dried fluid within the cassette compartment. There were no visual indications of particulates, burrs, or sharp edges within the cassette area that may have punctured a cassette membrane. The mushroom head check passed testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the cycler had a dim display following the accelerated stress test (ast) on (B)(6) 2018. The inverter board was found to be damaged and it was replaced to restore the display. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went dim during their peritoneal dialysis (pd) treatment. The display brightness was set to 10. The cycler was rebooted, however the screen remained dim. The technical support representative issued a cycler replacement to the patient and advised them to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment with the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.